Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no indication of a lot-specific product related issue. A cause for the single leaflet device attachment (slda) was unable to be determined. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures and appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to trace. On (B)(6) 2019, echocardiogram found that mr increased to grade 1-2 and the mitraclip had detached from the posterior leaflet. The single leaflet device attachment is being treated with normal medical therapy. No additional information was provided.